Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart. The customer's blood glucose level was unknown at the time of incident. The customer reported changing the reservoir and starts the rewind sequence, but hears a constant tone. The customer reports high pitched tones and reoccurring alarms. The customer did troubleshoot the issues and was unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specifications range and passed off no power test. The insulin pump was monitored and tested with no audio or beep anomaly; however an unexpected restart alarm was noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.